Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-60 mg/dl. Suspected cause was due to pump settings being inaccurate. Customer declined to receive a follow up from tandem technical support.